Manufacturer narrative:
Additional information has been provided. The customer received a discrepant magnesium result for one patient. The initial magnesium result was 1.865 mmol/l and it was reported outside the laboratory. The repeat result was 0.90 mmol/l and it was issued as a corrected report. It is unknown if the patient was adversely affected by the discrepant result. The magnesium reagent lot number was 656042 and the expiration date was not provided. The customer provided data for ten additional patients with questionable crep results, of which six had discrepant results reported outside the laboratory. The second patient's initial crep result was 485 umol/l. The repeat result was 141 umol/l. The third patient's initial crep result was 257 umol/l. The repeat result was 179 umol/l. The fourth patient's initial crep result was 156 umol/l. The repeat result was 303.9 umol/l. The fifth patient's initial crep result was 93 umol/l. The repeat result was 36 umol/l. The sixth patient's initial crep result was 327 umol/l. The repeat result was 51 umol/l. The seventh patient's initial crep result was 19 umol/l. The repeat result was 81 umol/l. The repeat crep results were issued as corrected reports. It is unknown if there were any adverse events.

Event description:
The customer alleged they received questionable creatinine plus (crep) results on their p-module. The customer provided data for twelve patients, of which one had a discrepant result that was reported outside the laboratory. The patient's initial crep result was 646.5 umol/l. The doctor did not believe the result and asked that the sample be repeated. The repeat result was 56.7 umol/l. It was unknown if there were any adverse events. The crep r1 reagent lot number was 670627 and the expiration date was not provided. The crep r3 reagent lot number was 668653 and the expiration date was not provided. The field service representative went on site. He checked the rinse station, stirrer, probes, and syringes. No defects were found. Solenoid valves 11, 15, 18, and 19 were disassembled and cleaned, in case there was a leak of water or detergent going into the cuvettes. The rinse nozzle was cleaned. The system was set up to alert the user of results above 100 so the user could manually validate the reaction curves. He replaced the cuvettes because of stains. He exchanged the stirrers. He checked the gear pump pressure which was a little low. He checked the detergent mixing concentration. He checked valves 1, 2, and 3 of the sample/reagent syringes. He either cleaned or replaced solenoid valve 21. He cleaned the wash stations of the reagent probe and stirrers with hydrochloride. He flushed the reagent probe lines with hydrochloride from the syringe outlet to the probe tip. He checked the vacuum lines for defects and the cuvettes for residual water. He found a little hole in the vacuum tubing to nozzle 1. He ran an incubator water exchange and washed reaction parts. There was liquid on the top of the cuvettes coming from the rinse nozzle 1 because there was not enough vacuum. Detergent 1 was running into the cuvette next to it.

Manufacturer narrative:
This event occured in (B)(6).